Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens had an excessive vault and the patient experienced significant reduction of irido-corneal angles. The lens remains implanted but the plan is to explant the lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).